Event description:
During a meniscal repair t2 was extremely diffcult to advance. Even when t2 was advanced it would not deploy. Sales representative confirmed that three out of six devices failed and t1 from each of those devices were left in the patient's joint unsupported. A delay of fifteen minutes resulted and no patient injury or complications took place.